Event description:
It was later reported that the patient had another trial performed to make sure she was a candidate for the replacement and she had a great response. The pump was going to be replaced. The patient again noted she was a thin person, thus she would like the pump to be more rounded in shape as she says felt like it was "jamming" into her abdominal musclesand it hurt (as previously reported).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l58814, implanted: (B)(6) 1999. Product type: catheter. (B)(4).

Event description:
It was reported that the patient was considering removing the pump as they "didn't need it anymore." However, the patient felt "weaker than - more spastic." The consumer qualified the patient's symptoms by stating that the weakness "overcame the spasticity" because the baclofen caused the patient's muscle weakness, which was now a greater issue to the patient than the spasticity; "patient always been walking in fact a lot better than I walk now, had uneven muscle pulls in feet ankles but the overall problem was strength issues at this point." The patient experienced issues with regard to weakness for the past four years. For a while (period not specified), the patient underwent dose increases in an attempt to alleviate the symptoms. When that did not work, the patient underwent a series of dose decreases (no further specification provided). Neither the increases, nor the decreases in baclofen dose worked for the patient. Patient's status was noted to be "this deteriorated spine - spinal cord injury that walks so high something or other." The pump was located in the patient's abdomen, where she was supposed to be using her core muscles. However, the pump was bumping up against them (i.e., her core muscles) and "crashing into [the patient's] ribs"; the pump's location was "not really comfortable." The patient was scheduled to see a neurosurgeon on the date of the call to discuss removing the pump. Drug delivered via the device was baclofen (lioresal). Additional information has been requested, but was not available as of the date of this report.

Event description:
It was previously reported in MFR report # 3007566237-2013-01774, that: [it was reported that a scan was performed with ¿radioactive fluid¿ to check if the pump was pumping the drug into the spinal cord. It was stated that the fluid was seen leaving the pump, but it was not seen going down the catheter and into the spine. It was stated that the fluid wasn¿t going into the cerebral spinal fluid and it was unknown ¿how long she had not been getting baclofen into her spine¿. The issue with the system was unknown, but it was stated that it could potentially be related to the catheter. It was specifically speculated that it may be a leak in the catheter with the drug getting out into the body. It was reported that adjustment attempts had been made to improve the effect, but hadn¿t worked lately. However, the patient felt the device had been working up until the ¿radioactive fluid¿ was injected. Her symptoms were worsening, but she ¿felt that something good was happening¿. The patient¿s spasticity had been getting worse for thirty years and had been slowly worsening since the pump was implanted. The patient had typical spasticity with a ¿foot drop¿. She had been wearing braces to correct it, but they didn¿t work well enough. It was noted that the patient hadn¿t been wearing the braces five years prior to report. It was also stated the patient would be in a wheelchair soon if something wasn¿t done. At the time of report, the patient was going through physical therapy that included walking on a treadmill and using a machine, alter g, which altered her gravity. The patient was reportedly due for a new pump in about four months from the day of report. The device system had contained baclofen. It was reported that starting approximately over the last two years, the patient began complaining of problems with her mobility. The patient stated the hcp tried increasing her dose and then decreasing it at times because she was weak. The patient visited her neurosurgeon to discuss having the pump replaced and they did an indium test that showed the drug was not getting to the it space (as previously reported). The patient noted that it appeared to be a catheter issue; however, the specific issue was unknown. The patient also stated she had another trial done to make sure she was a candidate for the replacement and she had a great response. The pump and catheter were going to be replaced. The patient stated she was a thin person, thus she would like the pump to be more rounded in shape as she felt it "jamming" into her abdominal muscles and it hurt. Additional information has been requested, but was not available as of the date of this report.] Additionally on (B)(6) 2011, it was reported that the patient had been on baclofen for several years. A decrease was noted in the patient's ability to use her lower extremities. The patient's upper body appeared to be o.k. The patient was going to be seen by a neurologist the next day. The reporter had concerns about the long term effects of baclofen. Final patient outcome was not reported at that time. Later on (B)(6) 2012, information was received that they were not sure that the patient was having therapeutic effect, wanted to know how the pump and catheter were removed, and if they could get a second opinion from a physician. The patient¿s symptoms were getting worse and worse. She could barely stand up successfully and was very wobbly. It was indicated that the patient had tried oral baclofen but it did now work with other treatments also. Any additional information received henceforth will continue to be reported in this report.

Event description:
Additional information reported the pump seemed to work for 3 years and then they started declining. It was noted they kept upping and lowering the baclofen, but it did not help. It was noted the pump battery was ¿gonna go¿ so it was time to replace the pump. It was reported a test was done in (B)(4) 2013 that showed the pump was not working, so it was replaced.it was stated they did a bolus test by injecting baclofen into the spine and it made a huge differed, so they decided to replace the pump and catheter.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).